Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension on (B)(6) 2016. During the initial implant when deploying the aortic extension the implant was not the correct size and the physician attempted to remove the device. During the removal of the device the physician damaged the left femoral artery. The physician repaired the artery and the patient is in stable condition.